Manufacturer narrative:
The technician found the bed in the hallway and indicated the siderail was damaged possibly by the account but could not confirm. He replaced the intermediate siderail to repair the bed.

Event description:
Information received indicates the right intermediate siderail will not latch or unlatch.